Manufacturer narrative:
The investigation determined that the hospital is using tap water in the instrument and also to produce the ice used in the bio cal. These practices are not in accordance with the operator¿s manual which specially recommends the use of de-ionized water.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product will not be returned for analysis. Medtronic's investigation is currently in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this bio cal temperature controller, error code 003 (probe 1 calibration error) was displayed. The instrument was changed out with a backup and there was no resulting adverse patient effect reported. The medtronic service depot informed the customer that the bio cal is no longer serviced by medtronic and provided them with the end of life service letter. Additional information was later received indicating that the facility uses tap water in the instrument. The ice used in the instrument is also produced from tap water. The details of the customer¿s cleaning protocol were not provided. Per the bio cal operator's manual, cleaning protocols should be followed and tap water should not be used in the instrument.